Event description:
During cardiac catheterization procedure, the imaging table malfunctioned. Unable to raise or lower table. Clinical engineering contacted siemens uptime center, but unable to resolve problem. The procedure was aborted and siemens service engineer dispatched.